Manufacturer narrative:
Emc has attempted to contact customer by telephone and mail to obtain details of the incident. To date, emc has not heard from the customer.

Event description:
Customer stated she tipped on an uneven incline.